Event description:
The customer contact reported inaccurate delivery. The device was returned to service center with a note that stated, "wrong delivery." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays or critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received on (B)(4) 2011. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The technology of the plum 1.6, list# 02507, does not contain a device history that provides past programmed settings. This report represents all the info known by the reporter upon query by hospira personnel.